Event description:
This lead is displaying noise, which is leading to arrythmia detection. The lead is to be revised. (B)(6) 2012 - all available information suggests that this lead remains actively implanted.